Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during follow up check up patient experienced loss or failure of implant and experience pain from implant. From radiograph, loss of integration was noted. Implant was also loose upon intraoral eval.